Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device failed, and the procedure was unsuccessful.

Manufacturer narrative:
Additional information clarified that the procedure was not aborted but completed using a second device without clinical consequence. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device failed during the procedure, the device failed. Another hand piece was used to successfully complete the procedure. The patient outcome was good.